Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. A supplemental report will be submitted if additional information is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the switch on the vh-3000 was working intermittently. The surgeon called for another kit, however, in the meantime he continued to "click" the toggle and could always get it to work after several more (3 or 4) clicks. By the time another kit arrived, he said that he would just finish the case with the one he was using. The operating room staff forgot to save the unit in question so there will be no return. The procedure was completed using the same device. There were no patient effects. The product was discarded.